Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was advanced for dilatation. However, during first inflation, it was noted that the balloon ruptured at 6atm within 3 minutes. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications nor patient injury were reported.